Event description:
During cataract surgery, the incisions were being hydrated with bss using a 30g ophthalmic cannula and syringe. The cannula came off the syringe and struck the pt's eye. The wound was checked for leaks with fluorescein and none was observed. The pt c/o seeing red. The eye was inspected and a vitreous hemorrhage was found. After treatment the pt's vision recovered after two days.

Manufacturer narrative:
Hurricane medical was notified by our private label distributor, (B)(4). That one of their customers experienced an adverse incident in that a 30g viscoelastic cannula came off the syringe during use and struck the pt's eye. The pt suffered a vitreous hemorrhage, but fully recovered within two days. The device in question was not returned to hurricane medical for eval as requested. Therefore, equivalent devices from the same mfg lot were used in the investigation. (B)(4). Devices from this lot were inspected and met all the specifications of the device master record including fully locking onto a luer lock syringe. Mfg and quality records concerning the device in question indicated that the device met all the specifications of the device master record. Complaint records indicate that there have been no add'l product complaints of this nature. Therefore, we believe this to be an isolated incident. It was not clear if the syringe used in conjunction with the device in question contained an (B)(4) luer lock hub that minimizes the risk of connecting device separation during use. Also, it was uncertain if the device in question had been reused. Last it was not certain if the device in question was properly luer locked onto the syringe before use.